Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, user confirmed that correct medication count was showed on manage inventory, but it did not reflect in the report.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the medication count was failed to reflect in the report. A technical support specialist (tss) followed the knowledge articles "esr etl failure violation of primary key constraint 'pk__#duplica__11845f4750244576" and "dsserverreports full etl fails - job - usp_loadfactitem transaction" to complete the extract transform load (etl) process. The customer confirmed that the etl notice had stopped appearing on health sight viewer (hsv) and that the report data was up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user confirmed that correct medication count was showed on manage inventory, but it did not reflect in the report.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.